Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with unknown blood glucose. The customer was treated with insulin pen. Customer also reported multiple insulin pump error. Customer was able to clear the alarm and was able to complete rewind. The drive support cap appeared to be normal. Customer does not allege that insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08770 inches. The stop current and run current measurement tests are within specification. Device also passed self test and off no power alarm test. Device was monitored for 7 days. No a17 alarm noted during testing. Device alarmed a21 after the battery was inserted due to faulty c13 on I/b. Device had a47 alarm in the alarm history screen due to corrupted history file. Device uploaded properly using carelink. Device was received without the original battery cap. Unable to very damage to the battery cap. Device had cracked reservoir tube lip and a stained end cap sticker.